Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive movement at grip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm needle driver was analyzed and the complaint regarding non-intuitive movement and grip was not confirmed by failure analysis. The instrument was returned in a damaged condition and was unable to be tested for intuitive motion. Additional observation not reported by site: the instrument was found to have a bent joggle tube.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6mm needle driver instrument did not function correctly. Non-intuitive movement was noted at the grip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate the needle driver from the surgeon console. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. A peel packed instrument was pulled. There was no injury to the patient. The issue occurred at the beginning of the procedure.